Event description:
Customer reported a past event of high blood glucose with a level of 525 mg/dl. Cause was not known. To resolve the situation, the customer changed the infusion set and cartridge. Tandem technical support (cts) recommended consulting with a healthcare provider to discuss potential influences on blood glucose levels, and the customer acknowledged this advice.